Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to sensing issues and high impedance measurements with a distal ring fracture. Patient passed out during clinic testing; the cause for the patient passing out was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Adverse event/product problem (description). H6. Coding.